Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and analysis revealed that the lead had been stretched causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin. It was also noted that the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism and sleeve head, the guide tooth was damaged, the stylet was stuck in the lead-distal coil, and the lead appeared to have been damaged at implant.

Event description:
It was reported that during the implant attempt, the helix would not deploy appropriately. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.